Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite vial access device had connection issues the following information was received by the initial reporter with the following: it was reported by customer that the vial adaptor was difficult to attach to the vial; after attaching the adaptor, they pushed the plunger all of the sterile water came out of the syringe and spilled out of the top of the adaptor and did not go into the vial. Upon inspecting the vial, they noticed the vial adaptor was bent, consumer does not know if it was bent upon receipt or if she bent it from pushing to hard when attaching the adaptor to the vial.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot # 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.